Manufacturer narrative:
Thermogard xp ivtm system (sn (B)(4)) was evaluated at the customer site. The customer reported issue of thermogard exhibited mid: 09 (air trap assembly) error message was confirmed during the initial functional testing and event log review. The air trap sensor block was replaced to remedy the fault. A visual inspection was performed and noted a corroded pump rotor, unrelated to the reported complaint. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Archive event log data was downloaded and noted several mid 09 (air trap assembly) error messages on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for the thermogard xp ivtm console with serial number (B)(4). Ccr (B)(4), reported on (B)(6) 2018, air trap sensor block was replaced.

Event description:
As reported, during patient use, the thermogard ivtm system was displaying error message mid:09 (air trap assembly) error. No further information was provided. No known patient consequences were reported.